Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen became frozen and unresponsive, and the display was found cracked after the user believed the device struck a countertop while treating a low glucose event; the device could not be operated and a replacement was provided with user guidance on shutdown, data sync, and startup. Symptoms included no reported injury. Outcomes included interruption of pump use without medical intervention or hospitalization. Investigation included complaint handling, user interview, and review of supplied photos. Investigation of this case revealed physical damage to the display consistent with impact, resulting in loss of touchscreen functionality. It was concluded that the event resulted from accidental physical damage to the screen, and the device function could not be restored through troubleshooting.